Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the upper corner of the tulip head threading was stripped on each screw. There was no visible damage to the screw threading. Root cause: root cause was unable to be determined. This event could possibly be attributed to inserting the closure tops off-axis into the tulip head. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the housing threads on two virage screws were damaged while the closure tops were being installed into them intraoperatively. Both screws were removed and replaced to complete the procedure. There was a delay, but without patient impacts. This is report two of two for this event.

Event description:
It was reported that the housing threads on two virage screws were damaged while the closure tops were being installed into them intra-operatively. Both screws were removed and replaced to complete the procedure. There was a delay, but without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00137.